Event description:
It was reported that a laparoscopic colon procedure, the device fired 1 row of staples and cut. But did not fire second row of staples. The surgeon hand-sewed the anastamosis. There was no patient consequence.